Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a needle. The customer reported she had trouble getting the cap off the needle and the top of the needle broke off when she tried to inject.

Manufacturer narrative:
The lot history record (DHR) review for lot aaa0673 could not be completed as the lot number is not a valid lot number. A sample was received with lot c0700x on the cap. The lot history record for lot c0700x indicates that units were produced on 07/19/2013. No related issues were found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records for lot c0700x were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. Process monitoring data for lot c0700x was reviewed and there were no issues found. A review of the machine setup for lot c0700x was conducted and there were no issues noted. The machine for lot c0700x was observed in its current condition and there were no issues. There was 1 opened sample and 3 photographs returned with this complaint. Examination showed that the cannula had broken off at the top of the epoxy. The sample showed evidence of severe bending at the break. The root cause of the issue is severe bending of the needle before injection. Photomicrographs of the returned sample show that the cannula had been bent at a severe angle before breaking. The bending occurred post manufacturing as the assembly process could not accommodate a severely bent cannula. This needle is provided as part of a kit for self-medication. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for issues and physical tested for conformance to specifications. Lot c0700x met all acceptance requirements at the time of release. This is not a manufacturing related issue and therefore corrective actions are not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
Submit date: 12/12/2014. An investigation is currently underway, upon completion, the results will be forwarded.